Event description:
Additional information received noted that no adverse patient effects were reported. A lead revision took place the lead was surgically abandoned, while the device remains implanted. No additional adverse patient effects were reported.

Event description:
Additional information noted that loss of capture was seen in the bipolar configuration and out of range pacing impedance measurements. The patient was reprogrammed to unipolar configuration and a lead replacement was scheduled. The patient was pacemaker dependent but had an escape rhythm evident. Adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that many ventricular tachycardia events were recorded to oversensing in the unipolar configuration. The device switched to unipolar due to one high out of range pacing impedance measurement. During the device follow up all values were within normal range in the bipolar configuration. The device was reprogrammed to bipolar configuration. Pacing inhibition was noted for more than two seconds but no reported asystole as the patient had an escape rhythm. No adverse patient effects were reported.